Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The implants involved in the failure were from tornier. The glenoid baseplate failed four weeks post-operation, possibly due to a fall. All tornier implants were removed. An update reveals that a 25mm full wedge baseplate with a 30mm 9.5mm central screw was removed, and the failure was not attributed to hardware.